Manufacturer narrative:
Device evaluated by MFR: the promus element plus, mr, ous 2.50x28mm stent delivery system was returned for analysis. A visual examination of the stent found the stent struts on distal end to be lifted. The crimped stent outer diameter was measured and was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 02-feb-2021. It was reported that crossing difficulties were encountered. The 95% stenosed target lesion was located in the tortuous and calcified left anterior descending artery. Following pre-dilatation. A 2.50 x 28 mm promus element plus drug-eluting stent was advanced for treatment but the device failed to cross the lesion even after several attempts. The procedure was completed with a 2.5 x 24 mm boston scientific stent. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.